Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair with gore excluder aaa endoprosthesis. A contralateral leg component was advanced to treat an iliac artery aneurysm. When the physician pulled the deployment line to execute deployment, the line was unable to be pulled and the device could not be deployed. The undeployed device was removed from the patient and another was successfully implanted to complete the procedure. The patient tolerated the procedure.